Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed for the system controller (serial #: (B)(4)) and the system controller was found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6) 2012. Heartmate ii instructions entitled ¿alarms screen¿ details how to navigate and utilize the system monitor alarms screen, including hazard and advisory alarms. Heartmate ii instructions entitled ¿history screen¿ details how to navigate and utilize the system monitor history screen. Heartmate ii operating manual entitled ¿alarms¿ addresses how to properly interpret and troubleshoot all system alarms including red heart alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported event of a constant alarm and the pump stopping was confirmed. The system controller (serial #: (B)(4)) was returned for analysis and a log file was submitted for review with events spanning approximately 2 hours (day 187 hour 17 minute 45 ¿ day 187 hour 19 minute 0 per time stamp). The pump was at 0 rpm throughout the entire log file and driveline disconnect alarms were active. There were no other notable alarms active in the log file. The system controller was returned for analysis and underwent preliminary and functional testing. During preliminary testing, it was noted that the controller was alarming constantly, and the pump would intermittently stop and start again. It did not pass the functional evaluation. The history data was unable to be retrieved. The system controller was further investigated, and it was determined that the system controller was operating in backup mode. A ¿replace system controller¿ alarm was active, and the cell battery was low. The system controller was opened for further investigation. It was noted that a fuse, f2, was opened and q33, the control for primary mode, was shorting to ground. F2 and q33 were replaced, resolving the active alarms. The system controller was now operating in primary mode. The system controller underwent preliminary testing again and completed functional testing with no issues. The system controller was connected to a mock loop and was able to operate a pump without issue. The root cause for the reported constant alarm and pump stopping was conclusively determined to be due to damage to q33 on the controller printed circuit board, causing the controller to operate in backup mode. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: 2916596-2021-06583. It was reported that the patient's controller had been giving a constant alarm. The patient's pump appeared to have stopped. The ventricular assist device (vad) coordinator disconnected and re-connected the patient's driveline to their controller. They also tried to start the pump via the system monitor without success. A red heart alarm was seen, and the system monitor displayed "driveline disconnected" despite the driveline being connected. A controller exchange was performed. Prior to the event the pump had been operating as intended. While the patient was in the hospital it was determined that the patient's pump cable was defective. When moving the patient to the left side the issue could be reproduced, as the pump would stop. The patient underwent a pump-exchange to a heartmate 3 on (B)(6) 2021. Following the exchange, the vad operated as expected and the patient was stable at home.